Manufacturer narrative:
Results: investigation for this complaint is the same as for pr # (B)(4) as follows. Bd received 220 representative unused samples and representative photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. The septum from complaint/ failed samples was inspected under 10x microscope. It was observed that the hole was not fully closed after the needle was removed. Leakage testing was performed on 220 unused samples from the affected lot that were returned by the customer. Four out of 220 samples with leakage when subjected to system pressure of 45 psi failed the specification. Additionally, 10 retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. The septums were also inspected under 10x microscope and no abnormality was found. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. The affected products could have been subjected to higher temperature than usual during the record hot summer. Refer to CAPA 166486.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.